Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error that persisted after five restarts, and a replacement device was provided. Symptoms included no reported adverse clinical effects and blood glucose was unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.